Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema and infection: "precautions for use: as a matter of general principle, implantation of a medical device is associated with a risk of infection. Undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. Amongst which: (non exhaustive list). Inflammatory reactions (redness, oedema, erythema, etc.) Can appear after the injection which can be associated with itching or pain on pressure. These reactions can last for a week."

Event description:
Healthcare professional reported injecting a patient with juvéderm® voluma® xc on each side of the midface. Two weeks later, the patient had developed swelling in the injection areas that was noted as an infection. Patient was recommended to take antihistamines. A month later, the patient had been reviewed by their general physician and prescribed the patient with "floxtan." The symptoms have resolved.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported injecting a patient with juvederm voluma xc on each side of the midface. Two weeks later, the patient had developed swelling in the injection areas that was noted as an infection. Patient was recommended to take antihistamines. A month later, the patient had been reviewed by their general physician and prescribed the patient with "floxtan." The symptoms have resolved.